Manufacturer narrative:
Eval summary: the reported condition of the blue part of transfer set cracking was confirmed for cracked/broken component(s). Visual eval showed 2 broken occluder feet/legs and chipping/flaking of the detents and bottom of the mainbody. The set was found to leak through the set. No batch review could be performed, since no lot # was provided. While we cannot positively determine the root cause of the damaged components, similar complaints have been received for damaged miniset mainbody, which includes chipping/flaking/cracking of the mainbody and detents, as well as broken occluder feet/legs. Damage to the occluder feet and legs can affect the clamping function and may result in leakage through the set. Historically, the cause for this type of reported miniset damage in this geographic region has involved the use of off-label disinfectant solutions or sprays, which contain alcohol or other chemicals. The use of these disinfectants has been linked to environmental stress cracking, which causes a premature degradation of the miniset mainbody material. Renal quality engineering, along with plant mfg and quality personnel, will continue to monitor this product for adverse trends and will take corrective and preventative actions, as appropriate.

Event description:
Baxter reported that distributor reported to baxter a complaint, received by their local customer on a set with product code 5c4482 and lot # reported unk. Reportedly, during a bag exchange, the blue part of transfer set cracked. The defect was noted during pt use. One defective sample is available for eval. No pt injury reported.